Event description:
It was reported that the hospice patient had abnormal transtelephonic monitoring strips. The magnet rate had dropped from 90.5 ppm one month ago to 67.4 ppm. The device was confirmed to be in backup mode. A user download was not attempted due to the extremely low battery voltage. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.